Event description:
It was reported that a clearlink system non-dehp 3 lead extension set had broken tubing. This was noticed during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual used sample and an unused sample were returned for evaluation. Visual inspection of the used sample revealed that the male luer lock adaptor was missing from the tubing. Functional testing was not possible on the used sample. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection of the unused sample did not observe any defects related to the reported problem. Clear passage and pressure testing of the unused sample did not identify any abnormalities that could have contributed to the reported condition. Functional simulated use testing was conducted on the unused sample by opening and closing the slide clamp, connecting the set to an extension which was connect to a solution container. The set was then primed and the solution was allowed to flow. No issues were noted. Dimensional inspection of the used device noted no issues. The evaluation confirmed the reported condition. A CAPA was opened by the manufacturing facility to investigate this issue. The CAPA investigation determined that the missing male luer most likely separated from the tubing during customer use, ultimately resulting in the reported leak. However, the cause of the separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.